Event description:
It was reported the pt experienced anxiety, "suicidal feelings", "feelings of coldness", and heightened sense of smell following a change in their intrathecal pain medications. The pt began receiving prialt in combination with dilaudid via an intrathecal drug delivery pump in august 2007 for treatment of bladder pain. In 2008, the dilaudid was discontinued and the pt continued to receive prialt as monotherapy. Initial dosing was unk, but dosing at the time of the last refill on approx two months later was 6.2 mcg/day. Two days later, the pt began feeling very anxious and began having "suicidal feelings" which the pt was able to control. He also began experiencing a "feeling of coldness" although his skin did not feel cold and he began experiencing a heightened sense of smell such that smells became "irritating". On that month, the prialt dose was reduced to 2.0 mcg/day and the following day the dose was further reduced to 1.44 mcg/day. As of two days later, the phycological effects had resolved and the pt was continuing to receive prialt at the reduced dose. The pt was still experiencing the "feeling of coldness" and heightened sense of smell. The rptr believed the symptoms were related to prialt.

Manufacturer narrative:
Other used for symptoms of "suicidal feelings", "feeling of coldness" and heightened sense of smell.